Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip had not been fired and the returned condition substantiated the reported product experience. Inspection of the returned device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger and initiating the thumb advancer deployment, resulting in bent garage leaves that punctured and tore the sheath. Subsequently, the thumb advancer deployment and sheath splitting stopped due to resistance encountered as reported. Based on the investigation findings, the probable cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. Also, the returned condition indicated that the device was assertively pulled out of the anatomy without utilizing the safety release. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during sheath splitting, it was observed that the sheath splitter 'prongs' were bent out. The thumb advancer was depressed halfway when resistance was met. The device was removed and manual compression and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.